Event description:
It was reported that while this device was being used to cross a second lesion during an angioplasty procedure, the coating on the wire began to come off of the wire. There has been no claim of injury related to this event.